Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were reported in association with the event. It was reported that the patient received a heart transplant on (B)(6) 2021. Due to privacy laws, no further information regarding the event was able to be provided by the account. It was communicated that heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), would not be returned for evaluation. The heartmate ii lvas IFU, and the heartmate ii patient handbook are currently available. Although no device related issues were reported, this IFU lists all potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18jun2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant.